Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. [Uf mw report# (B)(4).pdf].

Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description states: "regular terumo size band put on patient inflated, and when the sheath was removed it wouldn't hold pressure (it deflated). So, the syringe was inserted again and inflated again, but still was deflating. Another tr band was used and worked fine. After the tr band was removed, staff inflated it with air and could hear a little air noise coming from the band." What was the original intended procedure? : pressure to wrist sight after heart cath." Other information about the patient that may have influenced the outcome of the event: "pt did fine after a new band was placed." Additional information was received on 07may2020. They held pressure and put a new tr band on.